Event description:
It was reported that a patient paused insulin delivery on the ilet pump to avoid low glucose, despite the pump¿s automated suspension feature intended to prevent hypoglycemia, and the agent educated the patient that manual pausing could interfere with pump algorithms. Symptoms included hypoglycemia. Outcomes included no hospitalization and no device alarms. Investigation included troubleshooting and user education regarding proper use of automated insulin suspension and avoidance of manual pausing to preserve algorithm performance. Investigation of this case revealed user-initiated interruption of insulin delivery contrary to intended use, with no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was user error and use not consistent with labeling.